Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device the device meets expected longevity.

Event description:
Additional information received indicates that the ipg had reached normal longevity. There is no malfunction of the device.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.